Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar complaints from the lot. All available information was investigated, and the reported single leaflet device attachment (slda) appears to be related to the patient anatomy and due to the poor condition of the leaflets. The mitral valve insufficiency/ regurgitation appears to be due to the procedural circumstances of the partial clip movement of the first implanted clip and the slda associated with this second clip. Mitral regurgitation is listed in the mitraclip instructions for use (IFU) as a known possible complication associated with mitraclip procedures. The surgical intervention and hospitalization were a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The clip is not returning. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The additional device referenced is filed under a separate medwatch report number.

Event description:
This is being filed to report the clip detaching from one leaflet requiring surgical intervention. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. One clip was implanted however after deployment, it was noted the clip partially detached from the posterior leaflet. A second clip was deployed lateral to the first clip however post deployment the clip detached from the anterior leaflet (single leaflet device attachment (slda)). Per the physician, the clip detachments were due to the poor condition of the leaflets. The procedure was aborted with the mr remaining at 4 and the patient was sent for mitral valve replacement surgery. No additional information was provided.